Event description:
According to the customer, the device broke because of the extreme pressure in the device. Additional information was requested and on (B)(6) 2016, the following was provided: the product problem was discovered before the craniotomy surgery. Clarification requested if patient was anesthetized or not when the problem was discovered. The product was not used on the (B)(6) year old male patient. There was no patient harm. It was unknown how the device broke. It was reported that "the problem bin detected in the beginning of the surgery". Date of the incident was unknown. A replacement product was available to be used. There was no surgery delay reported.

Manufacturer narrative:
Integra has completed their internal investigation on 07/28/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during inspection, the following were found: there was a crack on the lower handle, (B)(4), as observed in the picture below. The unit held the specified 50lbs weight as stipulated per its 1101 inspection checklist. The lower handle was found to be over-adjusted as it was able to hold 100lbs. Of weight (double the required amount per the inspection guidelines. The bore diameter could not be measured as these were slotted/assembled during the previous service. The unit also showed signs of scratches and dings from heavy use. Device history record reviewed for this product ID lot code 124 manufactured on 06/20/12 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s or variances. Service history: date of service: 02/02/2016. Date of service: 03/04/2015. A two year lookback in the complaint system for this reported failure and or related to "broken device/crack " for this product ID shows that 2 complaints were received including this case. Both complaints were filed by the same customer. This issue will be monitored. In summary: engineering and repairs were able to confirm the customer complaint of the crack found in the base handle. The root cause can be attributed to over-tightening the handle to the point of breaking the casting as proven above by witnessing the unit capable of holding 100lbs. Furthermore, the customer returned the device inside a box without proper dunnage (foam/bubble wrap) to prevent any type of damage. An in-service is being recommended with focus to this investigation as this is the second incident of this nature from this account as a result of use error. This issue will be monitored for trending.